Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. No adverse patient effects were reported. Based on recent in-office measurements, technical services (ts) recommended replacement of this lead. The local area field representative confirmed the physician is aware of the out-of-range lv impedance and noted when programmed in a bipolar setting the impedances were normal. This lv lead remains in-service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. No adverse patient effects were reported. Based on recent in-office measurements, technical services (ts) recommended replacement of this lead. The local area field representative confirmed the physician is aware of the out-of-range lv impedance and noted when programmed in a bipolar setting the impedances were normal. However, the short-term option is to program the device to lv only, pending rv lead revision. This lv lead remains in-service. Additional information received indicates the patient's heart function has improved and the ICD indication is no longer necessary at this time. The rv lead has been deactivated and only the lv is on as crt pacing. The patient will continued to be closely followed, as the physician is hopeful their situation will remain stable.